Manufacturer narrative:
(B)(4). A review of the device history record and service history was performed. Upon performing these reviews, no issues were found related to the reported event. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported death. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv events) that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. External and internal inspections were performed without any issues found. The pneumatic system was verified and all the pressures were determined to be correct and stable. No leaks were observed. Device passed seal, purge & wet disposable integrity tests. A device history record review and service history review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.